Event description:
It was reported that the customer experienced frequent and ongoing occlusion issues with a pump, particularly during bolus, requiring multiple troubleshooting attempts. There was no adverse impact to customer¿s blood glucose level. Tandem technical support recommended the replacement of the pump, and the customer was instructed on how to return the defective device and continue using the current pump until a replacement was received.